Manufacturer narrative:
Product complaint # (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? How was the bleeding addressed during the initial procedure? Did the patient receive blood products? Were any staple formation issues noted throughout the care of the patient? What is the current patient status?

Event description:
It was reported that during a omega loop gastric bypass procedure, after using first staple (gold gst reload) ears/corner of pouch was bleeding. During operation bleeding stopped. In the middle of the night patient was not feeling well and had a drop in hb. Went to the or and had 3 liter of blood in his stomach. Placed a clips on the corner and bleeding stopped.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: does the surgeon routinely wait 15 seconds prior to firing? Yes does the surgeon pulse fire or use one continuous firing stroke? Unknown. How was the bleeding addressed during the initial procedure? Unknown. Did the patient receive blood products? No. Were any staple formation issues noted throughout the care of the patient? No. What is the current patient status? Unknown.

Manufacturer narrative:
Product complaint (B)(4).corrected data.